Manufacturer narrative:
The reported complaint that "the customer suspected saline leaking from the catheter balloon" was confirmed during the functional testing of the returned cool line catheter (lot # 182117). A pinhole leak was observed at the distal end of the distal balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. Upon visual inspection, no physical damage was observed on the returned catheter. Dried blood residue was observed on the catheter balloons and the luered tubings. During functional testing, all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the distal end of the distal balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar history of complaints reported for the cool line catheter with lot number 182117.

Event description:
The cool line catheter (lot # 182117) was used to provide ivtm therapy on a patient with a head injury. Immediately after starting the treatment, there was blood in the catheter balloons. The customer suspected saline leaking from the catheter balloon and removed the catheter. The customer replaced the start-up kit (suk) along with the catheter, but there was no malfunction on the suk. The treatment was continued and completed with the same thermogard console. No patient injury was reported.